Manufacturer narrative:
Head and foot end brake crank assembly kit.

Event description:
It was reported by service report that the brakes were not functioning properly. No pt involvement or adverse consequences are reported.